Manufacturer narrative:
E1 initial reporter address : (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, while the physician was inserting the device in an unknown guide catheter, the shaft broke. The device was simply removed in one piece, and another des was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 48mm was returned to the complaint investigation site. Visual and tactile inspection identified a break at the strain relief and multiple hypotube kinks. No issues identified with shaft polymer extrusion. Microscopic examination identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. E1 initial reporter address : (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, while the physician was inserting the device in an unknown guide catheter, the shaft broke. The device was simply removed in one piece, and another des was used and completed the procedure. No patient complications were reported.